Event description:
It has been reported to philips that the device displayed a lost connectivity message- ¿attention ¿ monitoring interrupted¿ .

Manufacturer narrative:
Event date and description updated. Patient information and reporter institution updated. Device problem code grid updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device displayed "attention - monitoring interrupted" message while in use on a patient. No health consequences or impact to the patient or user occurred.